Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the confida guidewire was introduced into a catheter which was positioned in the ventricle. It was reported that the guidewire perforated the left ventricle. Extracorporeal membrane oxygenation (ECMO) was initiated and the perforation was repaired surgically. The valve was unable to be implanted. It was reported that the guidewire was not shaped in any way prior to use and that it was not twisted or torqued during use. Resistance was experienced during guidewire use. Per the physician, the wire was advanced in order to align the valve with the outflow track, which caused the perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. It was reported that during use of the guidewire, the patient lost blood pressure, cardiac output and pulse. Cardiopulmonary resuscitation (CPR) was performed. It was reported that the perforation led to cardiac tamponade. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.